Event description:
It was reported that during an ima takedown in preparation for a CABG procedure, the device's clips are tearing instead of clipping (scissoring) the side branches of the ima. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.